Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid right coronary artery (rca). After a 2.0x15mm non bsc balloon catheter was used for predilation, a 2.50 x 28 synergy drug-eluting stent (des) was advanced but failed to cross the lesion . The device was removed and it was noted that the proximal stent strut was damaged. A second 2.50 x 28 synergy des was selected and deployed, post dilation was performed with a non bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent struts on proximal row 1 were lifted and pulled in a distal direction on one side. The undamaged proximal section of the crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edge of the tip. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft polymer extrusion section found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid right coronary artery (rca). After a 2.0x15mm non bsc balloon catheter was used for predilation, a 2.50 x 28 synergy¿ drug-eluting stent (des) was advanced but failed to cross the lesion . The device was removed and it was noted that the proximal stent strut was damaged. A second 2.50 x 28 synergy¿ des was selected and deployed, post dilation was performed with a non bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.